Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer took the administration set that was returned from the patient who recently experienced the leak and did a test with saline. When she opens the green clip to start the fluid flow, the saline leaks out from the tubing. Also included a close up photo of the area of the tubing which appears to be compromised. No patient injury was reported.

Manufacturer narrative:
One photo was provided by the customer which was used to conduct the device analysis.

Manufacturer narrative:
Additional information is provided for h.2 and h.6. No product was returned. The reported complaint could not be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. If the product is returned this complaint will be reopened for further investigation. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).